Event description:
Information received from the field notes that during a routine one week post-op follow-up, an evoked response (ER) test was done. After programming the autocapture on and removing the telemetry wand, ventricular capture was lost leaving the patient asystolic. The physician reinterrogated the device which restored capture.